Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer reported a blood glucose level of 134 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.